Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The absorber panel fasteners were found to be broken. The chassis assembly was recommended for replacement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported receiving an 'absorber panel open' alarm before use. The absorber panel being open created a large leak that prevented mechanical ventilation. There was no report of patient involvement.